Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted the instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation(s) contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a dacron graft closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a carotid stent interventional procedure. Reportedly, the foot was retracted prior to removal of the proglide device; however, resistance was felt during removal, the device was stuck within the anatomy. The patient was put under general anesthesia and a cut down was performed to retrieve the device. Upon device removal, moderate tissue damage was noted and bypass graft surgery was performed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.